Event description:
It was reported to philips that the ECG cables were failing during the op check. There was no patient involvement.

Event description:
It was reported to philips that the ECG cables were failing during the op check. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : the customer has declined service.

Event description:
It was reported to philips that the ECG cables failed the op check. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for bench repair. Although no evaluation was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The customer decided to replace the defibrillator, so no service will be performed. The device remains at the customer site and no further evaluation is warranted at this time.